Manufacturer narrative:
The insulin pump alarm during rewind due to loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.